Event description:
The patient presented to the clinic for a routine device check. During the interrogation, the single chamber implantable cardioverter defibrillator (ICD) device was oversensing atrial and t wave signals. Technical service engineer (tse) was contacted and confirmed what was observed. The physician decided to turn off tachy therapy and ordered a chest x-ray. There was normal capture threshold and impedance values with chronically low r wave signals. Of note, the patient¿s ef has recovered to 50%. At the next visit, the doctor will discuss leaving the device off permanently or implanting a new right ventricular (rv) lead. Additional information indicated that the anomaly observed was due to the medtronic right ventricular (rv) lead. The rv lead was implanted on (B)(6) 2012. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.